Event description:
(B)(4). Event occurred in the united states. It was reported that the infusion set's tubing and the part that connected on patient's body was disconnected at the tubing connector while the patient was changing clothes. The site location was top of patient's thigh and the pump was located on the left side. Moreover, the infusion set had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used devices (2 sets), it was found that the tubing detached from the tubing connector. No further information available.